Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Pd therapy was ongoing. The cause of the peritonitis was diverticulitis and spleen infarction. The patient was hospitalized for the events. The patient was treated with vancomycin and gentamycin ip (dose and frequency not reported). The patient was still hospitalized. The patient was recovering from this peritonitis event. This is report 1 of 4 for this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information was obtained by the home patient's nurse reporting the home patient's death. The nurse confirmed the patient had peritonitis. The cause of the peritonitis was due to a spleen infarction and diverticulitis. The nurse stated the peritonitis event did not resolve prior to the patient's death. The cause of death was reported to be due to discontinuing peritoneal dialysis. The nurse stated the patient's family decided to discontinue peritoneal dialysis therapy (pd). Per the nurse, the patient's last pd treatment was on (B)(6) 3013. The patient was not connected to the home choice device at the time of death and did not experience an overfill event. The cause of the spleen infarction and diverticulitis were unknown. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13a29127 and h13b15082 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).